Event description:
The device was used during a total gastrectomy procedure. Reportedly, bleeding was observed after the instrument was fired. The surgeon manually sutured over the stapleline to control the bleeding. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.